Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed atrial activity resulting in pacing inhibition and asystole greater than 2 seconds in duration. The corresponding device was reprogrammed to resolve the issue. The patient was not symptomatic and the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.